Event description:
High impedance readings were reported. Impedance readings >4000 ohms were found on some of the bipolar pairs. It was noted that except for combos 0/2, all others were normal with c/2 and 1/3 repeating a measurement of 1111 ohms. The pt's status / outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)